Event description:
Boston scientific received information that the patient upon being discharged post implant of this cardiac resynchronization therapy defibrillator (crt-d) was prescribed a strong anticoagulant by their family physician. The patient developed a large hematoma in their device pocket. The patient was brought to the electrophysiology laboratory for the evacuation of the hematoma. Due to the patient's frail condition, the patient was required to be intubated and several intravenous medications were used to maintain the patient's blood pressure and hemostasis. The device was successfully re-implanted into the pocket and the patient was returned to their room without further complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.